Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter, experienced magnetic sensor error and also blood on the pebax was observed. This event is being reported because the bwi failure analysis lab received the device for evaluation and found a small hole on distal end of the pebax allowing reddish brown material inside it. This finding is reportable because the loss of integrity on the pebax can potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot #: 17071042m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter, experienced magnetic sensor error and also blood on the pebax was observed. This event is being reported because the bwi failure analysis lab received the device for evaluation and found a small hole on distal end of the pebax allowing reddish brown material inside it. This finding is reportable because the loss of integrity on the pebax can potentially contribute to an adverse event. There were also two other devices involved in this case. However, the issues reported under those catheters are not reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish brown material similar to human blood was found in the pebax. Further examination revealed that there was a hole. On line inspections are in place to prevent damage pebax from leaving the facility. Since it remains unknown the origin of the hole, an internal corrective action was opened then per the reported event related with metal interference error, the catheter was evaluated for carto 3 and coil disconnection tester and catheter failed both. Catheter was then dissected and it was confirmed that there was an internal failure in the force sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the pebax issues on smart touch.